Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that he does not show any bolus history after (B)(6) 2011 because he had only used basals since then. The customer also stated that he had been receiving excessive no delivery alarms, including when the infusion set or reservoir are not connected to the insulin pump. Programming was correct and the excessive no delivery alarms were confirmed in the alarm history. Nothing further was reported.